Manufacturer narrative:
Continuation of d10: product ID: 977a260 lot# serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 14-may-2029, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 14-may-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they had experienced a loss of therapy in early (B)(6) 2025. Their low back pain had returned. The pt experienced significant relief following implantation of their ins on (B)(6) 2025. Review of most recent x-ray was compared with x-ray saved from the day of implant and it was determined that both leads appeared to have migrated caudally approximately one vertebral body at an undetermined time after implantation. A lead revision was scheduled for (B)(6) 2026.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they had experienced a loss of therapy in early (B)(6) 2025. Their low back pain had returned. The pt experienced significant relief following implantation of their ins on (B)(6) 2025. Review of most recent x-ray was compared with x-ray saved from the day of implant and it was determined that both leads appeared to have migrated caudally approximately one vertebral body at an undetermined time after implantation. A lead revision was scheduled for 2026-mar-25 to place new percutaneous leads back to their original position prior to migration.

Manufacturer narrative:
Correction to regulatory report #3004209178-2026-02659. Not all information included in b5. Added: to place new percutaneous leads back to their original position prior to migration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.